Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p51-20 that has a similar product distributed in the us, list number 07p51-21 and 07p51-31.

Event description:
The customer observed false positive b-hcg results on the alinity analyzer. The following data was provided: sid (B)(6) initial 14,900, repeats 40,000; sid (B)(6) initial 56; sid (B)(6) initial 16, repeats 20331.221, repeat 39190; initial 45,000, repeats 14,700, 13,700, 14,800, 14,300, 11,994; (B)(6) (previously (B)(6)): 4 values around 14500 and 6 >15000. The 6 repeats between 15000 and 15600; (B)(6) (previously (B)(6)): values between 11300 and 12200; (B)(6) (previously (B)(6)): 10 values >15000, reran between 27100 and 29500. The previous value is questionable. This sample was definitely detected >15000 10x. (B)(6) (previously (B)(6)): values between 12700 and 13600. The samples were confirmed negative at another lab. There was no impact to patient management reported.